Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 6.3 mmol/l. The alarm history showed two motor error alarms. Customer was advised the insulin pump will need to be replaced. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm and no excessive no delivery alarms noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.